Event description:
The pt had reported in 2004 that their one touch ultra meter was in the wrong unit of measurement and that they had to contact the emergency services due to the issue. Medical affairs specialist had called and left a message for the pt in 8/2004, but there was no response. A letter will be sent to the address provided. Based on the initial information provided, the meter was set previously in the correct unit of measurement and the pt had not recently changed the unit of measurement in the meter settings. They had contacted the emergency services, but it is unknown if they were tested on their meter. They did not receive any treatment by ems. There is no evidence of an adverse event. Based on the information, there is no use error involved, however, the pt may have experienced a power interrupt on the meter, which would default the meter to the wrong unit of measurement.